Event description:
Patient reported "something is wet or leaking" during his IV infusion. Small leak was noted at the clave where oxaliplatin was connected into the primary line. Tubing was connected tightly.